Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump seemed to stop working. It would get to the point where it would compress on it self and not refill. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump seemed to stop working. It would get to the point where it would compress on it self and not refill. All components were explanted and replaced.